Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned tangled outside of the dispenser and introducer tubing. The coil was stretched throughout the length of the body coil and broken close to the transition zone. The heater coil was compressed within the ID of the distal black pet. The attachment tether was located within the stretched body coils. The monofilament was found to have striation marks adjacent to point of termination, indicative of potential tensile pulls. The distal tip of the monofilament also shows signs of expansion due to possible thermal cycling. A cut section of the guide wire was returned; however, the implant was not returned for analysis. The definitive root cause cannot be determined; however, the investigation findings are consistent with the coil system being subjected to tensile forces that exceeded its design specifications.

Event description:
It was reported that during an embolization treatment, the coil unexpectedly detached while part of the coil was positioned in the aneurysm and part of the coil was in the microcatheter. The coil was removed with a guide wire. There was no reported patient injury. The current patient's status is reported to be fine.